Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and replaced the power rocker switch. The power cable and connections were reseated as well. The oxygen sensor failed and was replaced. Operational verification procedure was performed and the ventilator meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has no display. It was also stated that the unit does not boot up but has leds briefly. There is no information of patient involvement as of this time.